Event description:
The haptic came out of the side of the delivery device during the implant of the lens in the pt's eye. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2007-01406 for the intraocular lens used with this delivery device.